Event description:
During manufacturer review of a patient's vns programming history, it was noted a systems diagnostics test faulted on (B)(6) 2005 and changed the patient's vns settings. The settings were not corrected until (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.